Event description:
While reviewing the images from a mrcp (magnetic resonance cholangiopancreatography) study on a gehc mr scanner, it was noted that the orientation of the patient's image was flipped (liver was on the wrong side of the patient's body). No injury or misdiagnosis was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.